Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was clarified that the patient recovered without sequela.

Manufacturer narrative:
The pump was returned and analysis found corrosion and wear in the motor gear. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the stall occurred after magnetic resonance imaging (MRI) was performed. No further complications have been reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative. It was reported that there was no patient death. The loss of therapy was sudden. The patient recovered without sequela and recovered with sequela. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2 ,225mcg/ml; 834.7 mcg/day via an implantable pump. It was also reported the pump was delivering baclofen 2250 mcg/ml; 700 mcg/day. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was unknown. It was reported the pump had a motor stall. Patient status was alive - with injury. The patient was in baclofen withdrawal and was currently taking oral medication. No environmental, external or patient factors may have led or contributed to the issue. The pump was replaced (B)(6) 2019. The issue was resolved. Patient weight and medical history were unknown. No further complications were reported.